Manufacturer narrative:
A2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that during the angioplasty surgical procedure performed the locking mechanism malfunctioned, compromising its effectiveness during the surgical procedure. The failure was detected at the time of use, requiring the immediate replacement of the material to ensure the patient's safety and the continuity of the procedure. Procedure performed was an angioplasty. There was no blood loss.